Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with symptoms of fatigue. Interrogation showed the patient's right ventricular (rv) was over-sensing noise causing pacing inhibition. The rv lead was capped and replaced on 09 mar 2021. The patient was stable throughout.